Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported door will not latch was confirmed through review of the event history log and was reproduced. Evaluation experienced a system error 322 when the door was closed on a loaded set, which is a related issue. The cause was determined to be the lower auxiliary which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door will not latch on a spectrum pump. There was no patient involvement. No additional information is available.